Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 2 months after the dental implant and bridge were placed, the implant had not yet achieved osseointegration. Clinician reports performing a bone graft using cortical/cancellous bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 2 months after the dental implant and bridge were placed, the implant had not yet achieved osseointegration. Clinician reports performing a bone graft using cortical/cancellous bone. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.